Event description:
While transporting an anesthesia machine back to surgery, the right rear caster threaded stem snapped and the machine tipped to the floor, causing extensive damage to machine and accessories. Staff was not injured in this event. Staff noted that machine was rolling smoothly prior to wheel separation.